Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited an intermittent fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient was switched from a companion 2 driver to a freedom driver and during a walk in the ICU the freedom driver exhibited an intermittent fault alarm. The customer also reported that the patient was switched back to a companion 2 driver per patient request. There was no reported adverse patient impact.

Manufacturer narrative:
During the visual inspection, the secondary motor cam follower was found to be out of the bottom dead center position, which was caused by the operation of the secondary motor. The secondary motor cam follower may have been initially moved out of bdc by a drop, near drop or other rough handling. When operating on secondary motor operation the driver will sound a fault alarm as designed. It cannot be conclusively determined if the reported alarm was due to secondary motor operation or if it was a non-permanent, recoverable alarm. During investigation testing, the customer-reported issue was not reproduced. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.